Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, failed filter removal due to embedment. Although the legal briefs states that the filter was unable to be retrieved, no attempt to remove the device has been documented. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, failed filter removal due to embedment. Although the legal briefs states that the filter was unable to be retrieved, no attempt to remove the device has been documented. As a direct and proximate result of these malfunctions, patient suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of deep vein thrombosis (dvt) and gastrointestinal (gi) bleeding. The indication for the filter placement was not reported. The filter was implanted via the right femoral vein and placed at the level of l2-l3. Approximately seven months after the filter implantation, the patient became aware that the filter had tilted. The patient underwent an unsuccessful percutaneous filter retrieval that involved an inability to collapse the superior half of the filter. The procedure was completed without complications. The patient further reported having experienced discomfort, mental anguish and fear associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and retrieval difficulty events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The reported details indicate that retrieval was attempted approximately seven months after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
A duplicate of this report was submitted as MFR# 1016427-2019-03181. Any additional information received in reference to this patient will be submitted in this report MFR# 1016427-2018-01904. Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis and gastrointestinal bleeding. The filter was deployed via the patient's right femoral vein. It was deployed at the l2-l3 level. Additional information received per the patient profile form (ppf) states that seven months after the index procedure there was an unsuccessful attempt to remove the filter. The superior half of the filter would not collapse. There were no complications during the removal attempt.   In addition to the previously reported events, the patient continues to experience discomfort, mental anguish and the patient is scared that the filter will cause bleeding.   An amended patient profile form (ppf) states the patient experienced tilting of the vena cava filter. The amended ppf states that there was an unsuccessful removal attempt. Although a removal attempt date was provided, the form also states that there has been no attempt to remove the device. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Occupation: other, senior counsel, litigation. Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis and gastrointestinal bleeding. Additional information received per the patient profile form (ppf) states that seven months after the index procedure there was an unsuccessful attempt to remove the filter. There were no complications during the removal attempt. In addition to the previously reported events, the patient continues to experience mental anguish and the patient is scared that the filter will cause bleeding. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of deep vein thrombosis and gastrointestinal bleeding. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, failed filter removal due to embedment. Per the patient profile form (ppf), seven months after the index procedure there was an unsuccessful attempt to remove the filter. There were no complications during the removal attempt. The patient also reports mental anguish and fear. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.